Event description:
It was reported that the patient's right ventricular (rv) lead exhibited increasing capture threshold and had failed to capture. The rv lead was explanted and replaced during a scheduled lead explant procedure. The patient was in stable condition throughout.